Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the device had an e6 error code and the air pump came on as soon as the motor device was plugged in. Therefore, the reported condition was confirmed. It was determined that the flex circuit was damaged, which caused both the air pump and e6 error message. The assignable root cause was determined to be due to immersion during cleaning, which was failure to follow directions for use. This was further defined as misuse, abuse, and/or possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device displayed an e6 error. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.